Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an interlock failure error message and would not boot up. There is no report of pt injury associated with this event.